Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded on the right ventricular cable at 13.3 cm to 15.4 cm and 27.8 cm - 28.8 cm from the distal tip. Final analysis also found that the insulation was abraded on the ring electrode cable at 27.9 -29.1 cm and 32.4 cm - 38.3 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.